Manufacturer narrative:
The hospital replaced the absorbent and resolved the reported alarm condition.

Event description:
The hospital reported that the unit alarmed, indicating that pressure support ventilation and positive end expiratory pressure was not available. There was no report of patient involvement.